Event description:
Caller states that pt 1 tested 2.2 inr on the device and 3.05 inr on a coparison lab. No action was taken based on device results provided. No adverse event reported for any pt listed. Requested return of suspect device and replacement was sent. No action was taken based on device results provided. No adverse event reported for any pt listed. Requested return of suspect device and replacement was sent.

Event description:
Pt 2 reportedly tested 2.7 inr on the device and 4.36 inr on a comparison lab. No action was taken based on device results provided. No adverse event reported for any pt listed. Requested return of suspect device and replacement was sent.

Event description:
Pt 4 reportedly tested 8.0 inr on the device and 3.09 inr on a comparison lab. No action was taken based on device results provided. No adverse event reported for any pt listed. Requested return of suspect device and replacement was sent.

Event description:
Pt 3 reportedly tested 1.1 inr on the device and 1.8 inr on a comparison lab. No action was taken based on device results provided. No adverse event reported for any pt listed. Requested return of suspect device and replacement was sent.